Event description:
Same case as: 2134265-2015-00606, 2134265-2015-00608. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the atlantis¿ sr pro and the sled were not able to perform the pullback function. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a pullback accessory sled was returned. No damages were found on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned accessory. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-00606, 2134265-2015-00608. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the atlantis¿ sr pro and the sled were not able to perform the pullback function. No patient complications were reported and the patient's status was stable.